Event description:
The customer reported that during a cystectomy, the surgeon grasped too thick a piece of tissue causing the knife to protrude from the jaws of the device. The device was removed with no damage to tissue and another device was used to complete the procedure without incident. There was no bleeding and no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.